Event description:
A malfunction on the pump was reported by the caller after starting the fill cannula. The blood glucose level did not exceed 500 mg/dl, showing that it remained within a safe range. Technical support provided instructions to reset the pump, successfully resolving the malfunction, and the customer was advised to continue using the pump while also being instructed to contact support again if any issues recur.